Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The cgm was reading approximately 145 mg/dl. The patient was planning to eat so took her insulin dose based on the cgm. As she started to prepare the food, she became very sweaty and dizzy. Her fingerstick bg was 40 mg/dl. She tried to consume glucose but felt she was ¿crashing fast¿ and was not able to get it fast enough, so she called 911. Emergency medical technicians (emts) provided her glucose gel and stayed with her until she was stable. She did not need to go to the hospital and was okay after that. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.